Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-28831. It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the pacemaker was unable to interrogate. The right ventricular (rv) lead exhibited failure to capture, failure to sense, low pacing impedance, and variable ventricular sensing. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.